Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing disconnected from the headset of the infusion set. No adverse event reported. Return of the suspect device was requested for evaluation.